Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge was observed to deplete rapidly. Additionally, the customer reported that the pump delivered more insulin via bolus than was programmed by the customer. The customer's blood glucose (bg) level was 17 mg/dl. Customer ate food and drank juice to treat low bg. Reportedly, the customer reverted to manual injections for alternate insulin therapy. Customer declined to provide additional information regarding the event to tandem technical support.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the battery issue was verified. Additionally, functional testing was performed and no failure was identified related to the reported bolus delivery issue.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user on (B)(6)2018. User made bolus requests without entering current bg and while still having insulin on board (iob). Additionally, user re-entered and requested the full amount again after boluses were stopped by alarms when a portion of the requested amount had already been delivered. The depletion of the estimated volume of insulin in the cartridge was reviewed and compared to the requested delivery on (B)(6)2018. Approximately 225 units of usable insulin remained in the cartridge at the beginning of (B)(6)2018. Review of the individual insulin delivery events showed approximately 25 units were requested via basal and 82 units via bolus when approximately 120 units remained in the cartridge at the end of deliveries on (B)(6)2018. Complaint could not be confirmed. There is no evidence in the logs that the device over-delivered insulin. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.